Manufacturer narrative:
Follow-up #1, date of submission 09/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the black box data showed no call service alarms. The pump was exercised for 24 hours with no alarms. The complaint was not confirmed or duplicated during testing.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging call service alarm (communication) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.